Event description:
Mckinley medical (the manufacturer) has filed this report after becoming aware of a reportable event with an ambulatory infusion system. During a pre-use test performed by the user facility, the clinician observed a reportable malfunction. The pump's occlusion alarm was inoperable.

Manufacturer narrative:
Analysis: mckinley's service technician evaluated the pump. A visual inspection identified a loose occlusion switch connector. The last known service by mckinely was october 2003. It appears that the pump had not been maintained every 6 months as recommended by the manufacturer. Cause of failure: the reported broken occlusion alarm was caused by the loose occlusion switch detector. The root cause of the failure is that the user facility failed to service/maintain the pump at 6 month intervals according to manufacturer recommendations.